Event description:
It was reported that she experiences a burning sensation all over her back area. This has been occurring since 2001. The reporter also indicated that this sensation occurs approx 5 months before she is due for a baclofen refill and that the sensation goes away a couple of days after her baclofen refill. The pt reports that the burning sensation is occurring again and that she is due for a refill in 2008. It was also reports that approx one month ago, while sitting on the toilet, she "felt asleep or passed out." The pt was redirected to her hcp.